Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the measured device energy output fell outside an allowable range and the unit subsequently failed the defib test portion of operational testing. There was no patient involvement.